Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported rupture was confirmed; however the reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record (lhr)for the reported lot revealed no associated nonconforming material records (ncmr). Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the trek rx and mini trek rx, global instructions for use warns: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3x12mm trek rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The bdc was soaked and prepped outside the anatomy prior to procedure. The bdc was advanced without resistance toward the target lesion, the bdc was inflated once to above rated burst pressure (rbp) and the balloon ruptured. During withdrawal, the bdc became stuck inside the guide catheter. With added manipulation and force the physician was able to remove the bdc from the guide catheter. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.